Event description:
PICC placed (B)(6) 2013. Noted on (B)(6) 2013 to be leaking tpn at the disc area. On closer inspection, noted catheter was completely severed from disc.

Manufacturer narrative:
There was one used 26 ga first PICC catheter returned for evaluation. The sample consisted of two portions of the catheter. Both portions of the catheter received are the portions separated from each other. The examination of the sample under different magnifications revealed "uneven jagged edges" at the area of separation. The damage observed on the returned sample was conclusive that undue stress to the catheter was the contributor to the failure. The review of the device history records showed that the product was manufactured according to specification and documented procedures. Comparing the problem description and the results of sample evaluation tot he risk management documentation and the instructions for use, the issue was due to either the failure to adequately secure the catheter "heart" to the patient or the application of the adhesive to the catheter tubing. Additional potential contributors to the failure may be excessive pressure used when flushing, use of small volume syringes, force flushing when resistance is encountered, the exposure to alcohol solutions and misuse/mishandling. Either potential failure modes could result in catheter breakage. The proper techniques for catheter securement are listed in the instructions for use. The IFU also cautions of "never place tape strips over the catheter tubing. This will compromise the strength and integrity of the tubing."